Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, patient felt like membranes were sticking. The lens was exchanged for another lens model following the initial procedure and the patient recovered. Additional information has been requested but is not available at the time of this report. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. No device returned. Intra ocular lens (iol) returned adhered to a piece of plastic wrapped in plastic cling film. The iol has solution, fibers and particulate. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).